Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient does not feel anything and has had several utis and bladder infections. It was also reported that the patient has blood in their urine, but they always have a little bit when they check it, since prior to implant. The patient has been on keflex and bactrum; they prescribed cipro, but the patient is allergic to cipro. The patient has been really sick. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a bladder infection about 10 days before the report. No further complications were reported.